Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/05/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform (s/n (B)(4)). During visual inspection the top cover and head restraint brackets were damaged. Also it was observed that the patient restraint pins and battery cover were missing. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. The archive data review showed the platform displaying system error code 136 (internal parameter corrupted) on (B)(6) 2016, confirming the reported complaint. Function testing could not be performed due to the system error upon powering up the device. In summary, the reported event was confirmed in the archive data review as well as during functional testing. The platform was installed with in-house test processor and ran with test manikin for approximately 30 minutes, no faults found. After parts replaced the device ran for approximately 15 minutes and no faults found. The platform passed final test.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a system error. There were no error codes reported. No patient involved with this event. No additional information provided.